Event description:
On (B)(6) 2012, at (B)(6), rotaflow console serial numbers (B)(6) displayed an e-clamp error. Hand cranking was performed as a result of this event. The unit was evaluated by the customer and the error could not be reproduced. Reference: complaint (B)(4).

Manufacturer narrative:
(B)(4). The maquet quality engineer reviewed the user and service manual and determined the error message provide is not an error message associated to a standalone rotaflow. Additionally, the maquet service department was contacted for additional guidance regarding the error message that the customer provided. The service department confirmed that the error message does not exists for a standalone rotaflow. On (B)(6) 2013, the customer was asked to verify the error message because the error message provide is not an error message associated with a standalone rotaflow. Also the customer was asked if an electronic clamp was used. The customer informed the maquet sales and service unit (ssu) representative that the rotaflow was used as a standalone unit and no electronic clamp was used. Reference: (B)(4).